Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.